Event description:
A report was received that the patients ipg had difficulty communicating either the remote control or clinicians programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg had difficulty communicating either the remote control or clinicians programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the ipg passed all the required tests and exhibited normal device characteristics.